Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were out of range on the day of event. The customer ran check 1 on reagent probe 5 (r5) and sample probe 3 (s3), which passed. The customer ran a quick check, which passed. The customer cleaned the linear bearing. The customer stated that the horizontal titration for r5 failed during multiple attempts. A siemens customer service engineer (cse) was dispatched to the customer site. The cse initially replaced all of the r5 belts, followed by the replacement of r5, which resolved the issue. The cause of falsely depressed mg results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed magnesium (mg) results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument (serial number (B)(4)), resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed mg results.